Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump was not turning back on. The customer's blood glucose level was 163 mg/dl at the time of the incident. The customer stated the contacts on the battery cap were neither missing nor damaged. The insulin pump was not bumped or dropped. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.